Manufacturer narrative:
Failure analysis revealed that the insulin pump had a several cracked end cap.

Event description:
The customer reported that the bottom of the insulin pump including the motor came out during the rewind/prime process. The customer stated that the insulin pump has not been bumped or dropped. The customer's most recent glucose reading was 212 mg/dl. No further info was provided.